Event description:
Customer reported 2 negative pt leukocyte results on the instrument whereas microscopic results were positive for both pt samples. There was no reports of injury due to this event.

Manufacturer narrative:
One pt sample (5ml) and a bottle of multistix 10 sg are being investigated by siemens technical solutions team. The cause for the discordant leukocytes results is unk.